Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors and the distal conductor. The outer insulation was melted, had cosmetic metal ion oxidation and environmental stress cracking, had a breached cut, and had a cosmetic depression. There was apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead was dislodged back into the coronary sinus. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.